Manufacturer narrative:
(B)(4). Batch #557a71. Additional information was provided: the deployed staples were formed properly. The device had no problem until the device could not be released by the knife reverse switch. The procedure was not converted. The tissue was partially cut to remove the device from the patient so that a large margin of the lung was cut off, but the patient¿s condition is stable. Additional information was requested and the following was provided: could you please clarify the exact procedure and where was the device fired? -thoracoscopic pneumonectomy. The device was fired on the lung. Was the firing complete, a full 45 mm in length?-yes. What trouble shooting steps taken by the surgeon and the sales rep to try to open the device? -the sales rep opened the device forcibly. How many ratchets of the return lever did the surgeon attempt prior to the decision to cut the device off the tissue? -no further information is available. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pcee45a device was returned with no apparent damage and with one gst45d reload loaded in the device. The reload was received fully fired. The manual override door was out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. Although no conclusion could be reach on the cause of the reported event, the instructions for use do contain the following caution: for the difficult to open, to open the jaws, squeeze the closing trigger, then simultaneously press the anvil release button on either side of the instrument. While pressure is still on the anvil release button, slowly release the closing trigger. If the jaws do not automatically open after the anvil release button is pressed, first ensure that the knife is in the home position. The position of the knife can be determined by observing the knife blade indicator under the cartridge jaw. If the knife blade indicator is not in the home position or the position of the knife cannot be determined, slide the knife return switch to activate the motor and return the knife to home position. Try opening the jaws again using the anvil release button. If the jaws do not open at this point, then gently pull the closing trigger upward (away from the handle) until both firing and closing triggers return to their original positions. And for the would not reverse button force, slide the knife reverse switch forward to return the knife to home position. At any time, if the knife reverse switch does not return the knife to home position and the jaws will not open. First, ensure the battery pack is securely installed and the instrument has power then, try the knife reverse switch again. If the knife still does not return, use the manual override. And for the manual override would not work, to use the manual override, remove the access panel labeled ¿manual override¿ on the top of the instrument handle. The manual override lever will be exposed. Move the lever forward and backward until it can no longer be moved. The knife will now be in the home position. This can be verified by viewing the position of the knife blade indicator on the underside of the cartridge jaw. After the manual override system is used, the instrument is disabled and cannot be used for any subsequent firings. The event described could not be confirmed as the device performed as intended and it opened and closed without any difficulties noted. The knife reverse button worked properly during testing. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot and batch number, and no non-conformances were identified.

Event description:
It was reported that during a thoracoscopic pneumonectomy, the device could not be released after the 1st firing. The device was used on the lung. The knife reverse switch and the manual override lever were used but the jaws could not be opened. The tissue was cut to remove the device from the patient. After the surgery, the sales rep attempted to open the jaws. It was stiff to release the lever but the knife returned. Another device was used to complete the case. There were no adverse consequences to the patient.